Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. During atrial capture test, the right ventricular lead exhibited intermittent capture. The device was reprogrammed. The patient would continue to be monitored. The patient was fine post event.